Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds . No changes or intervention was reported. The patient condition was unknown.